Event description:
The customer reported a fluid leak of approximately 15ml from the bottom front of a coulter lh 780 hematology analyzer. The customer could not identify the source of the leak. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a loose blood sampling valve (bsv) knob. He tightened the bsv knob and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).